Event description:
The patient was implanted with a vented electric ventricular assist device (lvad). It was reported by the vad nurse that the patient had been intermittently receiving steady tones, yellow wrench and yellow battery alarms. The patient was reported to be unaffected by the alarms, but was admitted to the ICU for monitoring purposes. Approximately one month later, the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl). A decision has been made to replace the lvad with the manufacturer's clinical trial lvad in 2008.

Manufacturer narrative:
The patient remains on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.